Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The motor or piston does recognize the reservoir noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston did not recognize the reservoir. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.